Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib functional stress testing, and 30j self-test ing using test accessories without duplicating the report. Review of the device log showed defib pad short messages. However, it is an advisory message that is displayed in manual mode only indicating an impedance fault "short". It is not an indication of a device malfunction and it is normal operation of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.